Event description:
It was reported that the leadless pacemaker (lp) prematurely released from the delivery catheter after it was successfully fixated. No intervention was performed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned without the device attached. A visual inspection of the catheter revealed the control knob was in aligned position and the bullets were found in the misaligned position. An x-ray examination revealed the release tether wire slipped inside the tether screw as received, which could have contributed to the reported events of premature separation reported in the field. Functional testing could not be performed due to as received condition of the catheter.